Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was alarming indicating low pressure error. There was unknown patient harm or adverse events due to this event.

Manufacturer narrative:
A1: patient identifier updated. H3: one device was returned for analysis. Service history review identified that this device was last serviced in october and there was no indication the complaint was related to previous service of the device. The reported issue was confirmed as the cycle pressure switch was found out of adjustment. The cycle pressure switch was re-adjusted to 10cm h2o. The device then passed all functional tests.